Manufacturer narrative:
Insulin pump received with end cap broken off, loose drive support disk, cracked reservoir tube lip and cracked battery tube threads. Unable to perform displacement test due to end cap broken off. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged severely. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.